Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient had fallen down 8 stairs about a week prior to report. It was noted the patient had a decline in therapy. It was noted the internal globus pallidus (gpi) implantable neurostimulator (ins) had been shut off by their doctor because they wanted to see how the patient would do with just the ins for the subthalamic nucleus (stn). It was stated the right ins (gpi) had been turned on. It was noted the patient¿s balance was not as good. It was noted there was low impedance on contacts 8 and 9. It was stated the manufacturer representative was concerned about early battery depletion. It was further reported the battery life of the right ins and left ins were both at 2.9v. It was further reported an x-ray film had been taken two days prior to report and the extension had been compromised. It was noted it may have correlated with when the patient had fallen and the low impedances. It was stated the low impedance measurements were on the left ins/right stn. It was noted the right stn had the issue but they were not definite as ¿there are too many wires.¿ it was stated the patient was in florida and they had found a programmer and were able to fine tune their therapy and they were doing well. It was noted at the time of report they were almost off their medication. It was noted after reprogramming was performed they were a little better but they were concerned about battery depletion. It was stated it was unknown which lead ¿may have a crimp.¿ it was unknown if the damage was from the implant or the fall that had occurred. Additional information received reported the patient had a shocking sensation when they would touch the burr hole on the right side of their head. It was noted it ¿singed¿ them on the top of their head. It was stated the patient had ¿somewhat of a good result¿ prior to this issue. It was noted the patient had fallen and hit their head on the right side. It was stated the CT scan had shown bleeding over their right ear but it ¿wasn¿t enough to warrant an operation.¿ additional information received reported the shock was felt in the patient¿s right eye and it caused facial distortion. It was noted their tremor was good on the day of report. It was noted the patient had intense physical, occupational, and voice and speech therapy. It was stated the patient had an appointment scheduled with their doctor 6 days following report. It was noted the patient had to use a walker. Additional information received reported the extension had an impedance value of 38 ohms and the short was 94 ohms. It was stated this may suggest the short wasn¿t along the extension but rather in the lead. It was noted it would perhaps correspond with the ¿kink¿ that was noticed on the x-ray. Additional information received reported a potential revision was discussed given the low impedances but nothing had been scheduled at that time.

Manufacturer narrative:
Concomitant product: product ID 37601, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot # va0apd4, implanted: (B)(6) 2013, product type lead; product ID 3387s-40, lot # va0apd4, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 64001, lot # n247539, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v065399, implanted: (B)(6) 2007, product type lead; product ID 3387s-40, lot # v065399, implanted: (B)(6) 2007, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3387s-40, lot # va0apd4, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension ; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).